Manufacturer narrative:
Reservoir: model- 72404161, lot sn- (B)(4), mfg date- 02/06/2016, exp date- 02/06/2021, gtin- (B)(4). Pump: model- 72404310, lot sn- (B)(4), mfg date- unknown, exp date- 05/11/2021, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to pierced glans caused by the cylinder the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 12 cm x 9.5 mm cylinders, pump and reservoir were implanted. It was further reported that the patient had a "weak corpus cavernosum penis and the abrasion between the cylinder and issue could be the cause of the perforation." The physician placed stitches on the wound and the patient got well after this surgery.

Manufacturer narrative:
Cylinder perforation was reported. The ams700 cylinders were visually inspected and functionally tested. There was a leak in both cylinders that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The product analysis could not confirm the allegation of cylinder perforation. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump mechanical failures are not considered a probable cause for the reported perforation event. The ams700 reservoir was visually inspected. No leak was found. The reservoir performed within specifications. Correction to g1, h2, h3, and h6: updated to include device analysis. Reservoir model- 72404161 lot sn- (B)(6). Mfg date- 02/06/2016 exp date- 02/06/2021 gtin- (B)(4). Pump model- 72404310 lot sn- (B)(6). Mfg date- unknown exp date- 05/11/2021 gtin- (B)(4).

Event description:
It was reported that due to pierced glans caused by the cylinder the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 12 cm x 9.5 mm cylinders, pump and reservoir were implanted. It was further reported that the patient had a "weak corpus cavernosum penis and the abrasion between the cylinder and issue could be the cause of the perforation." The physician placed stitches on the wound and the patient got well after this surgery.